Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the power module appears to be defective. There was no patient involvement.

Manufacturer narrative:
Philips bench repair personnel evaluated the device. The cause of the reported problem was due to defective power supply. The reported problem was confirmed. As repair was not possible, the device was exchanged with a new device. The investigation concludes that no further action is required at this time.

Event description:
It was reported the power supply does not supply any voltage to device. There was no patient involvement.